Event description:
Received a summons alleging the end user was attempting to make their way to the concession stands at a bull ride when the scooter pt was operating unexpectedly accelerated and pt and their scooter fell down a flight of stairs resulting in injuries which led to their death.